Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment procedure. The procedure was completed as planned and bypassing the ups. It was reported to philips that the system was unable to boot after power was restored, post-power outage. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that issue with the ups power. The rse gave instructions to customer move the ups unit into a manual bypass mode which resolved the issue temporarily. On the same day, another case was opened where philips field service engineer (fse) went onsite to check the system onsite and found the ups had taken a hit when there was a power outage causing a system down. To resolve the issue, the fse bypassed the ups completely and connected a bypass cable for l1 at pdu, disconnected the ups control cable. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned bypassing the ups without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot after power was restored post-power outage. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.